Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined. It was noted the customer was not following the tube manufacturer's recommended clotting time. The hcg reagent lot number was 173268.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) and troponin t hs results on their on their elecsys 2010 analyzer. The customer provided data for one discrepant hcgb result. The troponin t hs reagent is not sold in the united states. The patient's initial hcgb result was 34 iu/l. The customer stated the sample repeated with a result of <5 iu/l. The customer then provided two repeat results of <0.1 iu/l. The discrepant result was detected during testing and not reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number and expiration date were requested but not provided. The field service representative went on site. He checked the analyzer and ran performance testing. The analyzer checks did not identify an issue and the performance testing data was within specification.